Event description:
Rv lead is currently still implanted without an ICD. Physician was starting to close pocket after gen change when high impedance was noticed on the shock coil. After troubleshooting, it was determined the coil conductor was open. The physician disconnected the device and closed the pocket without any device. A lead extraction is being planned. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.